Event description:
It was reported that the lead component of the patient's implantable neurostimulator (ins) had migrated out of the epidural space and "moved down". It was also noted that the ins system was 'not functioning.' Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).